Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty communicating with the ipg. Multiple attempts were made to communicate with the ipg but the issue remained. The bsn representative indicated that the patient¿s ipg was defective and there is no further course of action.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was having difficulty communicating with the ipg. Multiple attempts were made to communicate with the ipg but the issue remained. The bsn representative indicated that the patient¿s ipg was defective and there is no further course of action.

Manufacturer narrative:
Additional information was received that the patient was having charging issue. The patient underwent explant procedure. Device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was having difficulty communicating with the ipg. Multiple attempts were made to communicate with the ipg but the issue remained. The bsn representative indicated that the patient¿s ipg was defective and there is no further course of action.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having difficulty communicating with the ipg. Multiple attempts were made to communicate with the ipg but the issue remained. The bsn representative indicated that the patient's ipg was defective and there is no further course of action.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was having difficulty communicating with the ipg. Multiple attempts were made to communicate with the ipg but the issue remained. The bsn representative indicated that the patient¿s ipg was defective and there is no further course of action.